Event description:
The device was returned for tubing set error (ipc connection leak failure). Device was mounted to a power bracket and turned on. The pump alarmed when a mock infusion was started and the cassette was installed. The device was opened up for an internal investigation. The fva was removed and the fva pins, channels, loading pins were examined and cleaned. The tubing was inspected for any kinks or abnormalities. The device was reverted back to manufacturing mode and the bringup tool was used to conduct more testing. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. Device will be sent to the repair process before being sent to the test line for full functional testing.

Event description:
The following has been reported: biomed reported: "pump that displays an "air in the pump/defective set" message and does not allow progression to the next step. Clinical staff tested the same line on another pump, and it worked without issue. No patient harm was reported. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.